Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).

Manufacturer narrative:
In the related balloon complaint (B)(4), it is mentioned that the patient has suffered injury. However, as per the medical review, there is no indication that the injury was attributed to the iabp pump used during therapy. The injury information is reported in mfg report number 2248146-2025-0000455. Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - b6, g2, h8. It was reported that during use the cs300 intra aortic balloon pump (iabp), registered nurse (rn) called requesting assistance with suboptimal augmentation and the ¿switching out of ECG trigger¿. Rn stated that the ¿balloon would skip beats but did not appear to skip due to ectopy¿. Rn reported she had placed the patient into semi-auto using pressure trigger, but that did not resolve the issue. Rn sent a video message that revealed the pump was in auto-mode, using ECG trigger with appropriate blood pressure indices. The video revealed significant ECG artifact. Emergency support team (est) recommended changing out the ECG electrodes, placing doppler gel on the back of each electrode and then positioning them more anterior to ¿hug the heart¿ to increase conduction and remove the ECG artifact. Rn stated that the patient was currently in the or, post-CABG (off pump). He stated he would switch out the EKG leads whenever possible, as the patient was currently under the drape. Est provided direct contact information and requested him or her to call me back directly after the ECG patches had been replaced and/or for any additional troubleshooting needs. Rn called back directly and stated that after we got off the initial call, the patient¿s rhythm went into a shockable rhythm. He reported the patient was defibrillated multiple times. Physician made the decision to remove the iab catheter and an impella was inserted. Est collected product surveillance on the pump console. Patient involved and no harm reported.

Event description:
It was reported during use that the cs300 intra-aortic balloon pump (iabp) experienced suboptimal augmentation and ¿switching out of ECG trigger¿ due to balloon skipping beats without ectopy; significant ECG artifact observed. No patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.